Event description:
At 0825, audible air leak detected around patient's tracheostomy tube. A size 8 cuffed shiley was placed on (B)(6) 2010. Unable to retain air in pilot balloon, when air added. Leak remained and patient's sao2 began to decrease. The physician was notified and also attempted to add air to pilot balloon. Tracheostomy replaced after patient sedated by physician with assistance of the radiology tech. Cuff inflates without difficulty and patient's sao2 improved from 82% to 100% on f1o2 of .50. Additional information received on (B)(4) 2010 - patient did not return to operating room to have replacement tube placed, replacement done in ICU room. No additional patient information provided by the reporter.

Manufacturer narrative:
(B)(4). Event evaluation: event is still under investigation.